Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon slipped during procedure. The 75% stenosed target lesion was located in the severely calcified and moderately tortuous proximal left anterior descending artery. This 15mm x 3.00mm emerge mr balloon catheter was used for pre-dilatation. As the physician was dilating the lesion at 6atms, the balloon slipped from the target lesion. The physician then dilated the lesion with this same emerge balloon in slow time and the issue was resolved. The pre-dilatation was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).